Manufacturer narrative:
(B)(4). Original implant date is unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant devices: 3.5mm/12 hole (lcp) locking compression plate (item number 223.621, lot number 5736798, quantity each) 3.5mm threaded cerclage positioning pin (item number 298.838s, lot number unknown, quantity 7 each) 3.5mm locking screw (item number unknown, lot number unknown, quantity 1 each) 1.7mm cable with crimp (item number 298.801.01s, lot number unknown, quantity 5 each) (B)(4). On (B)(6) 2017, surgeon removed all implants and revised the patient to a longer lcp plate and screws. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on unknown date for treatment of a humerus fracture. Patient was implanted with one (1) 3.5mm/12 hole (lcp) locking compression plate, seven (7) 3.5mm threaded cerclage positioning pin, one (1) 3.5mm locking screw and seven (7) 1.7mm cable with crimp. On an unknown date post-operative, patient presented with a non-union and two (2) broken cables. On (B)(6) 2017, surgeon removed all implants and revised the patient to a longer lcp plate and screws. It was reported that no fragments were generated during implant removal. All implants have been retained by the sales consultant and will be sent for evaluation to customer quality. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This report is for two (2) device. Concomitant devices: 3.5mm/12 hole (lcp) locking compression plate (item number 223.621, lot number 5736798, quantity each) 3.5mm threaded cerclage positioning pin (item number 298.838s, lot number unknown, quantity 7 each), 3.5mm locking screw (item number unknown, lot number unknown, quantity 1 each) , 1.7mm cable with crimp (item number 298.801.01s, lot number unknown, quantity 5 each). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
UDI# (B)(4). Part number # 298.801.01s/1.7mm cables -lot numbers p105343 quantity 3 and lot number p102606 quantity 4 were received for engineer evaluation. It cannot be determined which two (2) cable implants were broken post-operative and which five (5) were removed during revision surgery. The seven cables were returned either broken or cut for removal, it was unable to identify which were cut and which had broken. The cut cables are concomitant and the broken ones are the subject of this complaint. Device history records review was completed for part# 298.801.01s, lot# p102606. Supplier: (B)(4), release to warehouse dates: oct 17, 2011, oct 19, 2011, oct 21, 2011, expiry date: aug 31, 2020. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 3.5mm/12 hole (lcp) locking compression plate (part# 223.621, lot# 5736798, quantity 1), 3.5mm threaded cerclage positioning pin (part# 298.838s, lot# 6013527, quantity 1), 3.5mm threaded cerclage positioning pin (part# 298.838s, lot# 6463971, quantity 1), 3.5mm threaded cerclage positioning pin (part# 298.838s, lot# 6013528, quantity 1), 3.5mm threaded cerclage positioning pin (part# 298.838s, lot# 5153443, quantity 2), 3.5mm threaded cerclage positioning pin (part# 298.838s, lot# 5869934, quantity 1), 3.5mm threaded cerclage positioning pin (part# 298.838s, lot# unknown, quantity 1), 3.5mm locking screw (part# unknown, lot# unknown, quantity 1), 1.7mm cable with crimp (part# 298.801.01s, lot# unknown, quantity 5).

Manufacturer narrative:
A product development investigation was performed for the subject device (1.7mm cable with crimp 750mm-sterile, part number 298.801.01s, lot number p102606). The subject device was returned with the complaint condition stating: this complaint is confirmed. Seven cables were returned either broken or cut for removal. Which 5 of the 7 were cut and which 2 of 7 had broken was not able to be definitively determined at cq. The 5 cut cables are concomitant and the 2 broken ones are the subject of this complaint. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. The following concomitants parts were returned without an allegation against them. Part #: 223.621, lot #: 5736798, quantity: 1. Part #: 298.838s, lot #: 6013527, quantity: 1. Part #: 298.838s, lot #: 6463971, quantity: 1. Part #: 298.838s, lot #: 6013528, quantity: 1. Part #: 298.838s, lot #: 5153443, quantity: 2. Part #: 298.838s, lot #: 5869934, quantity: 1. Upon visual inspection at cq, there is no indication that these concomitant devices caused or contributed to this complaint, and therefore no further investigation will be performed on these devices. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the dhrs. The diameters of the 7 returned cables near location of breakage were measured at cq and ranged from 1.725 mm to 1.771 mm (micrometers om521) which is within specification of 1.70 mm +/-0.20 mm per the 1.7mm cable with crimp assembly drawing. Cable with crimp assembly drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The root cause is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.